Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly, or motor noted. Unit had cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker.